Event description:
Consumer alleges that sparks were coming from the concentrator by where the water is located. Consumer allegedly turned off and unplugged the device and all sparks stopped. House was allegedly filled with smoke. Serious injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model perfecto o2 concentrator serial number/date code (B)(4) is approximately of an unknown age. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The information received in the alleged incident indicated that there was a cigarette laying on the bed but was not lit. It is unknown at this time if this contributed to the event mentioned in the MDR